Event description:
Customer reported obtaining result of 900 mg/dl on the accu-chek aviva system. Numeric reading range of device is 10-600 mg/dl. No adverse event reported. New system sent to customer and return requested.